Event description:
It was reported that during a laparoscopic gastric sleeve procedure that while using a green cartridge on the first firing the device fired as intended. Device was reloaded with a green reload, when surgeon was firing, he heard a crunching sound but continued through the firing sequence. The stapler was opened and the staples on the patient side were unformed in complete ¿goal post¿ shape but the specimen side were formed completely. The stapler was reloaded, and the unformed staple line was then stapled medially to complete the procedure without further incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: 579a56. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with two gst60g reloads present. The reload (b) was received fully fired. The reload (c) was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.